Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the cercl-cable with a crimp is encased in poor packaging. The square with the 4 tips can be felt through the plastic film. The sterility of the product is being questioned due to the inadequate packaging. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There is no implant/explant date as the device was not implanted or explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
An additional evaluation was performed and the report stated the following: the investigation showed that the complaint condition is likely the result of the cerclage cable damaging the package. The package was tested in 2013, and the measurable dimensions of the complaint cerclage cable were checked as far as possible and found to be in compliance with the technical specification. No product fault could be detected.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
This is 1 of 1 report for complaint (B)(4).